Manufacturer narrative:
It was reported to the arjo representative that there was the incident with the maxi move passive floor lift and passive clip sling. During initial phase of patient transfer from the wheelchair to the bed when the patient was raised (about 8-10 inches), the right leg clip disconnected from the device spreader bar. As a consequence of the event the resident lean forward and hit her head on garbage can or wall, she did not fall out of the sling. The patient sustained 2 hematomas on the head as a result of the event, the injuries were classified as not serious. After the event the arjo service technician made the device evaluation. Both sling and the lift were in an overall good condition with no signs of wear or functional issues. Functional test of the device did not showed any malfunction. The device was working according to manufacturer's specification. During the visit, the director of care stated that there is possibility that the caregiver did not apply the sling clips correctly on the device spreader bar. The instructions for use for maxi move provide pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." All gathered information lead us to conclusion that mentioned clip was incorrectly attached to the spreader bar during the preparation of the patient for the transfer. Based on the product knowledge and a previous simulation provided regarding clip detachment, when the labeling is followed and the sling is placed in the correct way and the instruction of using the system is followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. To sum up, based on the root cause analysis, assumptions performed by the facility and manufacturer's technical simulation the main factor, which could contribute to the event was not following the instructions for use as the sling clip was improperly attached to the spreader bar. When the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. The system - clip sling and floor lift was used for the patient's treatment and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the clip detachment occurred and from that perspective, the system did not work as intended. The complaint was decided to be reportable due to the fact that clip detached during transfer.

Event description:
It was reported to the arjo representative that there was the incident with the maxi move passive floor lift and passive clip sling. During initial phase of patient transfer from the wheelchair to the bed when the patient was raised (about 8-10 inches), the right leg clip disconnected from the device spreader bar. As a consequence of the event the resident lean forward and hit her head on garbage can or wall, she did not fall out of the sling. The patient sustained 2 hematomas on the head as a result of the event, the injuries were classified as not serious.